Manufacturer narrative:
On (B)(6) 2017, the customer reported that the bg has returned to the target level. The last bg value was at 93 mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level had been high (275 mg/dl) the past 3 days. A correction bolus via the pump was delivered to address the high bg level. The customer spoke with a healthcare provider and it was thought that the vial of insulin may not be effective.